Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of defective locking sleeve and noisy motor was partially confirmed. (B)(4) evaluated the device; the locking sleeve of the unit operated smoothly and met spec; however, the unit did exhibit a rattling noise, but did not exceed sound requirements. It was concluded that cause of the rattling noise was a shim between the drive shaft and motor tab that was no longer fitted properly, which is most likely a normal wear out condition. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no add'l info provided.